Manufacturer narrative:
Expiration date: na, model #: tcn-10, lot #: 042915, description: nitinol tc electrode, 100 mm total quantity: 2.

Event description:
Device evaluation performed on the returned electrodes found that the epoxy has a chip out and discoloration. The color of newly cured epoxy is amber, light brown. If the epoxy is subjected to too many autoclave cycles it becomes brittle and discolored.